Event description:
It was reported that the unit experienced a loss of light. It was further reported that the bulb in the unit was used for approximately 130 hours.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.